Manufacturer narrative:
This report is filed june 16, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth, pain and bleeding at the abutment site. Subsequently, the patient underwent multiple procedures to excise the excess skin (dates not reported). The implanted device remains.